Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was in the 500 mg/dl range and an insulin injection was used to address the high bg level. As the customer was in the process of changing the cartridge when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.